Manufacturer narrative:
An event of heart block after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient had a preexisting condition of right bundle branch block (rbbb), there was calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 4mm from the non-coronary cusp (deeper than the recommended 3mm). Based on available information, the reported event appears to be related to a combination of patient condition (preexisting rbbb, calcification) and procedural conditions (implant depth). The reported surgical intervention is the result of case-specific circumstances, as a permanent pacemaker was implanted. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 29mm navitor vision was selected for implant on (B)(6) 2024 using a large felxnav delivery system. The patient had a prior history of a right bundle branch block (rbbb). The device was implanted. The final implant depth was 4mm from the non-coronary cusp (ncc) and 4mm from the left coronary cusp (lcc). On (B)(6) 2024 the patient presented with heart block and a right atrial pacemaker was implanted. The patient status was stable.